Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jul-2023; h6: investigation summary: customer returned (20) 0.3ml 30g 12.7mm syringes from lot# 2178048 in two closed polybags and one opened empty polybag. It was reported by the consumer that the bags that hold syringes are perforated and unable to draw insulin with some of the syringes. All the syringes were visually verified using magnification and found no damages/issues. Performed a functional test on all syringes using water and was able to draw water into the syringe without any issues. All syringes were performed as intended without issues. Therefore, embecta was not able to confirm the customer indicated issue. A review of the device history record was completed for batch # 2178048 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was not able to confirm the reported issue. The root cause could not be determined because the issue could not be confirmed.

Event description:
It was reported that unspecific number of unspecified bd insulin syringe was unable to aspirate. The following information was provided by the initial reporter: stated, she cannot draw insulin with some of the syringe.

Manufacturer narrative:
. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown . Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device catalog #: 328432 was reported, however, this was not found to be associated with any bd product.

Event description:
It was reported that unspecific number of unspecified bd insulin syringe was unable to aspirate. The following information was provided by the initial reporter: stated, she cannot draw insulin with some of the syringe.